Manufacturer narrative:
H.6 investigation summary : customer returned one (1) 31gx8mm, 1ml bd insulin syringe from an opened polybag from lot 8337920. Consumer reported she found a syringe with needle sticking through shield. The returned syringe was examined, and it was observed that an extra cannula had been adhered to the side of the syringe barrel tip and had been bent along the cannula shield. Manufacturing (holdrege) will be notified of the observed issue. A review of the device history record was completed for batch# 8337920. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications (B)(4) noted that did not pertain to the complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle pierced through the shield causing a needle stick injury. This was discovered before use. The following information was provided by the initial reporter: material no: 328418, batch no: 8337920. It was reported: 2 weeks ago, she found a syringe with needle sticking through shield. Stated, she stuck her finger, the syringe was unused 1 syringe affected. No medical intervention. Verbatim: consumer reported, 2 weeks ago, she found a syringe with needle sticking through shield. Stated, she stuck her finger.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle pierced through the shield causing a needle stick injury. This was discovered before use. The following information was provided by the initial reporter: material no: 328418 batch no: 8337920. It was reported: 2 weeks ago, she found a syringe with needle sticking through shield. Stated, she stuck her finger, the syringe was unused 1 syringe affected. No medical intervention. Verbatim: consumer reported, 2 weeks ago, she found a syringe with needle sticking through shield. Stated, she stuck her finger.